Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the right coronary artery (rca) using an indigo system catrx aspiration catheter (catrx) and a non-penumbra microcatheter. During the procedure, the physician made one pass with the catrx and removed it from the patient for flushing. While removing the guidewire from the catrx, the catrx became kinked mid-shaft. Therefore, the catrx was no longer used in the procedure. The procedure was completed using a new catrx. There was no report of an adverse effect to the patient.